Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration to the lower pelvis') and pregnancy with contraceptive device ('ectopic pregnancy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no relevant personal medical or surgical history. Concurrent conditions included depression since (B)(6) 2008, obsessive-compulsive disorder since (B)(6) 2008, bronchial asthma, allergic rhinitis, house dust mite allergy, allergy to gold, allergy to metals, allergy to metals, allergy to metals and allergy to metals. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), uterine spasm ("uterine contractions"), oedema peripheral ("ankle edema / malleolar oedemas"), headache ("headache / cephalea"), feeling abnormal (""sensation of diving""), back pain ("lumbago"), heartburn ("heartburn"), pain in extremity ("pain in lower limbs"), depression ("depression"), fatigue ("chronic tiredness / extreme fatigue"), pyrosis ("pyrosis"), abdominal discomfort ("abdominal discomfort"), limb discomfort ("heavy legs"), depression aggravated ("depression - aggravated by the symptoms of the placement of the essure") and obsessive-compulsive disorder ("obsessive compulsive disorder - aggravated by the symptoms of the placement of the essure") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (extraction of right essure and right salpingectomy and left transbronchial biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, uterine spasm, oedema peripheral, headache, feeling abnormal, back pain, heartburn, pain in extremity, depression, fatigue, pyrosis, abdominal discomfort, limb discomfort, depression aggravated and obsessive-compulsive disorder had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems linked child cases no. (B)(4). The reporter considered abdominal discomfort, abdominal pain, back pain, depression, device dislocation, fatigue, feeling abnormal, headache, heartburn, limb discomfort, obsessive-compulsive disorder, oedema peripheral, pain in extremity, pregnancy with contraceptive device, uterine spasm, depression aggravated and pyrosis to be related to essure. The reporter commented: the patient would remove the permanent device due to essure migration - she would have a right salpingectomy which had to be scheduled. Baby case# (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: neumoallergens: positive. Ultrasound scan - on an unknown date: a single image of metal density suggestive of the essure device is visualized in the minor pelvis, to the right. No metal density image suggestive of essure device is displayed in lower left pelvis. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration to the lower pelvis') and pregnancy with contraceptive device ('ectopic pregnancy') in a (B)(6)female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no relevant personal medical or surgical history. Concurrent conditions included depression since (B)(6) 2008, obsessive-compulsive disorder since (B)(6) 2008, bronchial asthma, allergic rhinitis, house dust mite allergy, allergy to gold, allergy to metals, allergy to metals, allergy to metals and allergy to metals. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), uterine spasm ("uterine contractions"), oedema peripheral ("ankle edema / malleolar oedemas"), headache ("headache / cephalea"), feeling abnormal (""sensation of diving""), back pain ("lumbago"), heartburn ("heartburn"), pain in extremity ("pain in lower limbs"), depression ("depression"), fatigue ("chronic tiredness / extreme fatigue"), pyrosis ("pyrosis"), abdominal discomfort ("abdominal discomfort"), limb discomfort ("heavy legs"), depression aggravated ("depression - aggravated by the symptoms of the placement of the essure") and obsessive-compulsive disorder ("obsessive compulsive disorder - aggravated by the symptoms of the placement of the essure") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (extraction of right essure and right salpingectomy and left transbronchial biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, uterine spasm, oedema peripheral, headache, feeling abnormal, back pain, heartburn, pain in extremity, depression, fatigue, pyrosis, abdominal discomfort, limb discomfort, depression aggravated and obsessive-compulsive disorder had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal discomfort, abdominal pain, back pain, depression, device dislocation, fatigue, feeling abnormal, headache, heartburn, limb discomfort, obsessive-compulsive disorder, oedema peripheral, pain in extremity, pregnancy with contraceptive device, uterine spasm, depression aggravated and pyrosis to be related to essure. The reporter commented: the patient would remove the permanent device due to essure migration - she would have a right salpingectomy which had to be scheduled. Baby case# (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: neumoallergens: positive. Ultrasound scan - on an unknown date: a single image of metal density suggestive of the essure device is visualized in the minor pelvis, to the right. No metal density image suggestive of essure device is displayed in lower left pelvis. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical history, lab data, essure indication and stop date, events pyrosis, abdominal discomfort, heavy legs, depression and obsessive compulsive disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration to the lower pelvis') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia in (B)(6) 2012, parity 4, overweight, smoker, gilles de la tourette syndrome, multigravida and foetal macrosomia. No relevant personal medical or surgical history. Concurrent conditions included depression since 2008, obsessive-compulsive disorder since 2008, bronchial asthma, allergic rhinitis, house dust mite allergy, allergy to gold and allergy to metals (copper, silver, ferrous chloride, potassium dichromate). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("right essure was placed, the left one was impossible due to intolerance of the patient"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("abdominal discomfort"), lumbago ("lumbago"), headache ("headache / cephalea"), pain in extremity ("pain in lower limbs"), limb discomfort ("heavy legs"), uterine spasm ("uterine contractions"), oedema peripheral ("ankle edema / malleolar oedemas"), feeling abnormal (""sensation of diving""), dyspepsia ("heartburn / pyrosis"), fatigue ("chronic tiredness / extreme fatigue"), depression ("depression - aggravated by the symptoms of the placement of the essure"), obsessive-compulsive disorder ("obsessive compulsive disorder - aggravated by the symptoms of the placement of the essure"), low back pain ("low back pain"), mixed incontinence ("mixed urinary incontinence"), colpocele ("cystorectocele"), urge incontinence ("episode of urinary urgency with loss of urine and other times with effort"), diarrhoea ("diarrhea"), pain ("generalized pain") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (extraction of right essure and right salpingectomy and left transbronchial biopsy). Essure was removed on (B)(6) 2018. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, abdominal pain, abdominal discomfort, lumbago, headache, pain in extremity, limb discomfort, uterine spasm, oedema peripheral, feeling abnormal, dyspepsia, fatigue, depression, obsessive-compulsive disorder, low back pain and complication of device insertion had resolved and the mixed incontinence, colpocele, urge incontinence, diarrhoea and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). 3290g was the reported birth weight. The apgar scores were 9 and 10 (at 1 and 5 minutes). The reporter considered abdominal discomfort, abdominal pain, alopecia, colpocele, complication of device insertion, depression, device dislocation, diarrhoea, dyspepsia, fatigue, feeling abnormal, headache, limb discomfort, lumbago, mixed incontinence, obsessive-compulsive disorder, oedema peripheral, pain, pain in extremity, pregnancy with contraceptive device, urge incontinence, uterine spasm and low back pain to be related to essure. The reporter commented: removal of permanent device was planned due to essure migration - a right salpingectomy was to be scheduled. Note: the pregnancy was described as ectopic, however this is inconsistent with a live birth of a child documented separately in baby case# (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 28-may-2018: a single image of metal density suggestive of the essure device is visualized in the minor pelvis, to the right. No metal density image suggestive of essure device is displayed in lower left pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: patient date of birth added. Product date implant updated. Patient medical history updated. Events back pain, complication of device insertion, mixed incontinence, colpocele, urge incontinence, diarrhoea, pain and, alopecia added and device ineffective deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration to the lower pelvis') and pregnancy with contraceptive device ('ectopic pregnancy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." Medical conditions: no relevant personal medical or surgical history. Concurrent conditions included depression since (B)(6) 2008, obsessive-compulsive disorder since (B)(6) 2008, bronchial asthma, allergic rhinitis, house dust mite allergy, allergy to gold, allergy to metals, allergy to metals, allergy to metals and allergy to metals. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), uterine spasm ("uterine contractions"), oedema peripheral ("ankle edema / malleolar oedemas"), headache ("headache / cephalea"), feeling abnormal (""sensation of diving""), back pain ("lumbago"), heartburn ("heartburn"), pain in extremity ("pain in lower limbs"), depression ("depression"), fatigue ("chronic tiredness / extreme fatigue"), pyrosis ("pyrosis"), abdominal discomfort ("abdominal discomfort"), limb discomfort ("heavy legs"), depression aggravated ("depression - aggravated by the symptoms of the placement of the essure") and obsessive-compulsive disorder ("obsessive compulsive disorder - aggravated by the symptoms of the placement of the essure") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (extraction of right essure and right salpingectomy and left transbronchial biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, uterine spasm, oedema peripheral, headache, feeling abnormal, back pain, heartburn, pain in extremity, depression, fatigue, pyrosis, abdominal discomfort, limb discomfort, depression aggravated and obsessive-compulsive disorder had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal discomfort, abdominal pain, back pain, depression, device dislocation, fatigue, feeling abnormal, headache, heartburn, limb discomfort, obsessive-compulsive disorder, oedema peripheral, pain in extremity, pregnancy with contraceptive device, uterine spasm, depression aggravated and pyrosis to be related to essure. The reporter commented: the patient would remove the permanent device due to essure migration - she would have a right salpingectomy which had to be scheduled. Baby case# (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: neumoallergens: positive. Ultrasound scan - on an unknown date: a single image of metal density suggestive of the essure device is visualized in the minor pelvis, to the right. No metal density image suggestive of essure device is displayed in lower left pelvis. Most recent follow-up information incorporated above includes: on 10-feb-2020: medical history, lab data, essure indication and stop date, events pyrosis, abdominal discomfort, heavy legs, depression and obsessive compulsive disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration to the lower pelvis') and pregnancy with contraceptive device ('ectopic pregnancy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no relevant personal medical or surgical history. Concurrent conditions included depression since (B)(6) 2008, obsessive-compulsive disorder since (B)(6) 2008, bronchial asthma, allergic rhinitis, house dust mite allergy, allergy to gold, allergy to metals, allergy to metals, allergy to metals and allergy to metals. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), uterine spasm ("uterine contractions"), oedema peripheral ("ankle edema / malleolar oedemas"), headache ("headache / cephalea"), feeling abnormal (""sensation of diving""), back pain ("lumbago"), heartburn ("heartburn"), pain in extremity ("pain in lower limbs"), depression ("depression"), fatigue ("chronic tiredness / extreme fatigue"), pyrosis ("pyrosis"), abdominal discomfort ("abdominal discomfort"), limb discomfort ("heavy legs"), depression aggravated ("depression - aggravated by the symptoms of the placement of the essure") and obsessive-compulsive disorder ("obsessive compulsive disorder - aggravated by the symptoms of the placement of the essure") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (extraction of right essure and right salpingectomy and left transbronchial biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, uterine spasm, oedema peripheral, headache, feeling abnormal, back pain, heartburn, pain in extremity, depression, fatigue, pyrosis, abdominal discomfort, limb discomfort, depression aggravated and obsessive-compulsive disorder had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered abdominal discomfort, abdominal pain, back pain, depression, device dislocation, fatigue, feeling abnormal, headache, heartburn, limb discomfort, obsessive-compulsive disorder, oedema peripheral, pain in extremity, pregnancy with contraceptive device, uterine spasm, depression aggravated and pyrosis to be related to essure. The reporter commented: the patient would remove the permanent device due to essure migration - she would have a right salpingectomy which had to be scheduled. Baby case# (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: neumoallergens: positive. Ultrasound scan - on an unknown date: a single image of metal density suggestive of the essure device is visualized in the minor pelvis, to the right. No metal density image suggestive of essure device is displayed in lower left pelvis. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration to the lower pelvis") in a 36 year-old female patient who received essure for female sterilisation. Additional non-serious events are detailed below. The delivery occurred on (B)(6) 2016. The neonate weighed 3290g at birth. Recorded apgar scores were 9 and 10 (at 1 and 5 minutes) the patient had a medical history of fibromyalgia in 2012 and foetal macrosomia, multigravida, gilles de la tourette syndrome, smoker, overweight and parity 4. No relevant personal medical or surgical history. Concurrent conditions were listed as obsessive-compulsive disorder and depression since 2008 as well as allergy to metals (copper, silver, ferrous chloride, potassium dichromate), allergy to gold, house dust mite allergy, allergic rhinitis and bronchial asthma. From (B)(6) 2014 to (B)(6) 2018 the patient received essure at an unspecified dose and frequency. On (B)(6) 2014, the day of essure initiation, she experienced complication of device insertion ("right essure was placed, the left one was impossible due to intolerance of the patient"). An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pregnancy with contraceptive device ("pregnancy"), abdominal pain ("abdominal pain"), abdominal discomfort ("abdominal discomfort"), lumbago ("lumbago"), headache ("headache / cephalea"), pain in extremity ("pain in lower limbs"), limb discomfort ("heavy legs"), uterine spasm ("uterine contractions"), oedema peripheral ("ankle edema / malleolar oedemas"), feeling abnormal (""sensation of diving""), dyspepsia ("heartburn / pyrosis"), fatigue ("chronic tiredness / extreme fatigue"), depression ("depression - aggravated by the symptoms of the placement of the essure"), obsessive-compulsive disorder ("obsessive compulsive disorder - aggravated by the symptoms of the placement of the essure"), low back pain ("low back pain"), mixed incontinence ("mixed urinary incontinence"), colpocele ("cystorectocele"), urge incontinence ("episode of urinary urgency with loss of urine and other times with effort"), diarrhoea ("diarrhea"), pain ("generalized pain") and alopecia ("hair loss"). The patient was treated with surgery (extraction of right essure and right salpingectomy and left transbronchial biopsy). Essure was withdrawn. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, abdominal pain, abdominal discomfort, lumbago, headache, pain in extremity, limb discomfort, uterine spasm, oedema peripheral, feeling abnormal, dyspepsia, fatigue, depression, obsessive-compulsive disorder, low back pain and complication of device insertion had resolved. The outcomes for mixed incontinence, colpocele, urge incontinence, diarrhoea and alopecia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters, beginning at microgram/kilogram 3. The pregnancy outcome was reported as live birth of a child with health problems. The delivery occurred on (B)(6) 2016. 3290g was the reported birth weight. The apgar score was 9, 10 (at 1 and 5 minutes). The reporter considered abdominal discomfort, abdominal pain, alopecia, lumbago, low back pain, colpocele, complication of device insertion, depression, device dislocation, diarrhoea, dyspepsia, fatigue, feeling abnormal, headache, limb discomfort, mixed incontinence, obsessive-compulsive disorder, oedema peripheral, pain, pain in extremity, pregnancy with contraceptive device, urge incontinence and uterine spasm to be related to essure administration. The reporter commented: removal of permanent device was planned due to essure migration - a right salpingectomy was to be scheduled. Note: the pregnancy was described as ectopic, however this is inconsistent with a live birth of a child documented separately in baby case# (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2018: a single image of metal density suggestive of the essure device is visualized in the minor pelvis, to the right. No metal density image suggestive of essure device is displayed in lower left pelvis. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration to the lower pelvis') and pregnancy with contraceptive device ('ectopic pregnancy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: no relevant personal medical or surgical history. Concurrent conditions included depression since (B)(6) 2008, obsessive-compulsive disorder since (B)(6) 2008, bronchial asthma, allergic rhinitis, house dust mite allergy, allergy to gold and allergy to metals (copper, silver, ferrous chloride, potassium dichromate). In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("abdominal discomfort"), back pain ("lumbago"), headache ("headache / cephalea"), pain in extremity ("pain in lower limbs"), limb discomfort ("heavy legs"), uterine spasm ("uterine contractions"), oedema peripheral ("ankle edema / malleolar oedemas"), feeling abnormal (""sensation of diving""), dyspepsia ("heartburn / pyrosis"), fatigue ("chronic tiredness / extreme fatigue"), depression ("depression - aggravated by the symptoms of the placement of the essure") and obsessive-compulsive disorder ("obsessive compulsive disorder - aggravated by the symptoms of the placement of the essure") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (extraction of right essure and right salpingectomy and left transbronchial biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, abdominal discomfort, back pain, headache, pain in extremity, limb discomfort, uterine spasm, oedema peripheral, feeling abnormal, dyspepsia, fatigue, depression and obsessive-compulsive disorder had resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Es-bayer-(B)(4)). The reporter considered abdominal discomfort, abdominal pain, back pain, depression, device dislocation, dyspepsia, fatigue, feeling abnormal, headache, limb discomfort, obsessive-compulsive disorder, oedema peripheral, pain in extremity, pregnancy with contraceptive device and uterine spasm to be related to essure. The reporter commented: the patient would remove the permanent device due to essure migration - she would have a right salpingectomy which had to be scheduled. Baby case# (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: neumoallergens: positive. Ultrasound scan - on an unknown date: a single image of metal density suggestive of the essure device is visualized in the minor pelvis, to the right. No metal density image suggestive of essure device is displayed in lower left pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.